Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.5, hardware: iphone17.1, cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The customer reported that leaking was observed from the pod. A new pod was successfully applied.